Manufacturer narrative:
Additional information: per the customer no additional information is available regarding patient demographics, pre-existing conditions, accessories, type of procedure and location of body. A review of the complaint history, device history record, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Review of the device history record of the finished product shows no nonconforming events. A complaint history search revealed no other reported complaint for this lot number. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that when flushing the redo double lumen tpn catheter which was implanted on (B)(6) 2017, on (B)(6) 2018 the catheter was leaking liquid at the connection between the blue part and the clamp screw. The catheter was reported to have been removed, a new catheter was not implanted. Doctors "wait and see". According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.